Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) reported a flashing red call doctor icon on the communicator, which indicates a potential red alert condition with the implanted device that may impact therapy availability. It was noted the communicator was not connecting. While the device was implanted in the united staes, the patient was currently residing in egypt. Latitude customer services (lcs) performed some troubleshooting for the communicator; the power was cycled and a call was forced, but yellow sending waves continued and the issue was not able to be resolved. Therefore, the reason for the red call doctor icon could not be determined. The lcs agent arranged for an ethernet adapter to be sent to the patient. At this time, this device remains implanted and in service and there were no adverse patient effects reported.